Event description:
During the revision shoulder surgery, surgeon has detected metallosis around the prosthesis and glenosphere loosening. On revision surgery: glenosphere was re-tighten, pe cup was replaced, reposition was made, wound was cleaned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays finds a gap is evident between the bony surface and the metal glenoid confirming the reported loosening. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.